Event description:
The initial reporter stated they received discrepant results for one cerebrospinal fluid patient sample tested with the cobas integra glucose hk gen. 3 test system on a cobas 8000 c 701 module. The sample initially resulted in a glucose value of 25.96 mmol/l. The physician complained the value was too high and did not fit the patient's clinical status. The sample was repeated, resulting in a value of 2.35 mmol/l.

Manufacturer narrative:
The field service engineer found a defect in wash station tubing as it was leaking. The engineer repaired the tubing. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient service maintenance.